Event description:
It was reported that the patient with this right atrial (ra) lead post implant presented concerning findings including right-sided chest pain, elevated threshold (intra op 1.0v and post 2.5v), and a confirmed right-sided pneumothorax via chest x-ray. Plan to reposition lead. To date, this lead remains in service. No adverse patient effects were reported.